Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, the device alarmed with tf8912. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: device evaluation according to the complaint description, the device alarmed with technical fault 8912. The log files were not received for analysis. Tf8912 indicates that the cuff pressure controller motor not working properly. Following the event, the intellicuff feature has been checked without opening the unit, both in service mode and normal operating mode. No issues were observed during these tests, and the issue could not be reproduced. Based on the available information, the exact root cause of technical fault 8912 could not be determined. Since april, the unit is in clinical use and has been functioning without any problems.